Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: how long was the delay? Please specify in minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? When did the needle breakage happen (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did any needle piece(s) fall into the patient? *if yes, was\were the needle piece(s) retrieved during the same procedure? What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. Were there patient consequences? If yes, please explain. Contacted with the sales rep today via phone, please refer to the aei mention on note a-13949561 and other information requested is unknown. The following information was received: after investigation, the patient underwent laparoscopic myomectomy on (B)(6) 2025. The surgeon used sxpp1a405 to perform the myoma wound suturing in the way of continuous suturing during surgery. The needle tip broke during the suturing (the specific length of the broken end of the needle was unknown). The surgeon immediately gave the patient a c-arm machine examination to find the broken needle but failed. Then the surgery was completed routinely. This event resulted in an extension of the surgery time (specific extension time unknown), and the broken needle tip was not found finally. No subsequent adverse event reports were received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a endoscopic myomectomy procedure on (B)(6) 2025 and suture was used. Needle tip breakage. It's reported the needle tip broke during surgery. The broken piece was not found even with help of c-arm machine. It's unknown how long the operation was delayed. Sewing method is continuous sewing, sewing tissue is myoma wound. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil labeled as sxpp1a405 product code 1021js expiration date 2026-06-30 the image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device 1021js / sxpp1a405 batch number, and non-conformances no related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was sxpp1a405 visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as pc-001974040, was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on october 21, 2025. The component was identified as product code sxpp1a405. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.